Manufacturer narrative:
The insulin pump had all buttons function properly. However moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump received with cracked case at the upper and bottom right corner near display window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 173 mg/dl. Troubleshooting was not performed. The device was returned for analysis.